Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, before taking his dinner, the patient experienced seizures. The cgm was reading 58 mg/dl and there was no bg taken. The patient´s wife administered baqsimi nasal spray 3 mg to the patient and he recovered after the treatment. At the time of the report, the patient was still recovering. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.